Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated: 0001822565-2018-03540. Foreign. The event occurred in (B)(6). No device was returned for review. Medical records confirm the report. Review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions or determine root cause with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a total knee replacement with zimmer rhk prosthetic implant with replacement of the lateral femur condyle defect with a modular augment. Five months after the surgery when staying at home, the patient went upstairs with a bucket of water and felt sharp pain and crunching in the right knee joint. The patient visited the (B)(6) hospital ((B)(6)), where the examination showed the prosthetic implant dislocation and patella ligament tear. The patient was revised. Upon joint space entry it was found the joint synovial membrane "is" scarred, without pronounced signs of inflammation. The hinge and polyethylene articular surface, which were freely located in the joint cavity, "are" removed. The prosthetic implant components "are" fixed and stable, located regularly, but the hinge mechanism of the femoral component "has" some deformation and the poly ring of the tibial component "is" partially destroyed. It was decided to replace both components of the prosthetic implant.